Manufacturer narrative:
Additional information has been provided by the customer. The testosterone units of measure were ng/dl. The cortisol units of measure were ug/dl.

Event description:
The customer alleged they received questionable testosterone (testo) and cortisol (cort) results for two patients on their e411 analyzer. The testo units of measure were either nmol/l or ng/dl. The cort units of measure were either nmol/l or ug/dl. The documentation provided by the customer contains both units of measure. Clarification has been requested. The first patient's initial test result was 133. The repeat result was 51.8. The first patient's initial cort result was 7.91. The first repeat result was 3.71. On (B)(6) 2013, the second repeat result was 0.5. The second patient's initial testo result was 123. The repeat result was 31. The second patient's initial cort result was 64. The repeat result was 31. It was unknown if any results were reported outside the laboratory. It was unknown if the patients were adversely affected by this event. The testo reagent lot number was 168500 and the expiration date was not provided. The cort reagent lot number was 168267 and the expiration date was not provided. The field service representative detected some mechanical issues with the analyzer. He exchanged the seal piece p and the tube 465 was not tight enough. He made all the instrument adjustments.

Manufacturer narrative:
This event occurred in (B)(6).